Event description:
It was reported that approximately one hour into a da vinci adrendectomy procedure, the surgeon noticed a spark from the tip of the monopolar curved scissors (mcs) instrument while dissecting the adrenal gland. The mcs instrument did have a tip cover accessory installed. The planned surgical procedure was completed without significant delay. After the procedure, the surgical staff observed a burn on the patient's skin surrounding the port incision where the cannula accessory and mcs instrument were inserted. No additional patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument used during the surgical procedure has not been returned for evaluation. Previous investigations have shown that it is possible for the electrosurgical unit (esu) currents to pass through the patient side manipulator arms to ground, through the cannula accessory to the patient, if the patient is not properly grounded. However, the root cause of the customer reported failure mode cannot be definitively determined. A follow-up MDR will be submitted if additional information is received. As of 2008, there have been no reported recurrences of the issue at this hospital.